Event description:
A consumer reported that immediately following bilateral intraocular lens (iol) implant surgeries, she experienced rings with starbursts in them around lights day and night. The consumer reported that this was disabling both day and night. Add'l info was received from the consumer, who indicated she had discussed the option of exchanging the multifocal lenses to monofocal lenses with the implanting surgeon. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. (B)(4).